Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was having a problem with her pump and she was receiving a button error alarm. Customer's blood glucose was 220 mg/dl at the time of the incident. Customer stated that she was just doing a bolus and she was at the pool. Customer stated that she did put the pump on while she was wet. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump.